Event description:
Situation: there were no errors. The achieve of other company's (medtronic) catheter damaged the myocardium when it was inserted into the pv. Timing: after pre mapping with the octaray, during cryo ablation on pv. How to complete the procedure: during the procedure, it was confirmed that the patient¿s blood pressure decreased. Pericardial effusion was confirmed by echocardiography. The procedure was continued and completed, but a CT scan was taken after the procedure just in case. Description of health problems: cardiac tamponade. Progress: during the procedure, pericardial effusion was confirmed by echocardiography, but the procedure was continued. CT scan was taken after the procedure. Physician assessment of the health hazard: non-serious (moderate/minor). Extended hospitalization: no. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).